Manufacturer narrative:
Pump received with severely scratched display window, cracked reservoir tube lip, scratched case and stained address/serial number label.

Event description:
It was reported that insulin pump extremely dirty and not able to clean.